Manufacturer narrative:
Patient identifier, age and weight were not made available from the site or staff member reporting this event. Return requested. Replacement mvs interface cable shipped to site (B)(4) 2015. Medtronic investigation of returned suspect mvs interface cable confirms complaint. Failed continuity test between lemo pin 4 to j side connector pin 2. Also failed lemo pin 5 to j side connector pin 3. Failed t100 test. Passed gbit test. The heat shrink tubing has been pulled off the wires it was protecting. No wire jackets were penetrated. A small bit of a grounding wire is bare due to heat shrink moving. Electrical failure - communications failure. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. In trouble-shooting the imaging system, found broken wires inside the umbilical connector prevented the communication between the mobile viewing system (mvs) and the image acquisition system (ias). Installed new cable, re-loaded the software on both mvs and the ias computers, and tested - the imaging system working correctly as intended. On (B)(4) 2015, a medtronic representative, following-up at the site, reported the imaging system was up and running. Replaced umbilical, installed and configured ias & mvs software, and installed new user manual. Took 4 d3 spins and 2d passed. Return requested. Replacement mvs svc kit shipped to site, however, was returned to manufacturer, unused, on 01/11/2016. Return requested. Replacement o-arm comp svc kit shipped to site, however, was returned to manufacturer, unused, on 01/13/2016.

Event description:
A site representative, operating room (or) staff, reported that while in a spinal procedure, after restoring the config files the mobile viewing system (mvs) was not communicating with the image acquisition system (ias). In trouble-shooting, medtronic technical services walked the or representative through re-booting the mvs and the ias independently. After the re-boot, the mvs was still not communicating. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.